Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they called a while back and someone helped them. The patient stated they wanted to write down the steps this time because it happened again where the devices were not communicating. An agent asked and the patient confirmed lag issue. The agent walked the patient through clearing data on the handset. The patient called back to review the steps on (B)(6) 2026 and an agent reviewed the information.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient's handset and communicator were not communicating with each other, as the screen was getting stuck at 90%. Patient services reviewed the data and assisted the patient in deleting data. The patient attempted to connect the device to the pump and was able to connect it without any lag. The patient would call back if further assistance was needed. The patient also mentioned that they didn't feel anything when receiving a bolus. Patient services reviewed the situation and redirected the patient to their healthcare provider (hcp) for further assistance. The patient got 4 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.